Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, since there is a hole in the curved rubber, the moisture intruded into the inside. It is presumed that moisture remained inside due to the perforation of the curved rubber, and the color of the moisture became brown due to the rust (corrosion) of the bending tube and flowed out. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the visera cysto-nephro videoscope had brown water with foreign material come out of the device, when water was passsed through the forceps channel. The issue occurred after reprocessing. The device had been used in a diagnostic bladder and urethra examination before being reprocessed. There were no reports of patient harm.